Manufacturer narrative:
G4:01mar2021. B4:02apr2021. The unit was changed out; no patient or user harm was reported. The remote service engineer (rse) confirm the reported failure. The rse sent the documentation about the interface to the customer's service provider. The rse asked for more details, but the customer did not respond. The customer provided no information regarding the repair or operational status of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 12feb2021

Event description:
The customer reported the data sent via rs232 if (hl7 protocol) is missing the value for peep. The problem occurred while in use on a patient, but no patient or user harm resulted.

Manufacturer narrative:
The problem occurred while in use on a patient, no patient or user harm resulted. The unit was not changed out.